Manufacturer narrative:
Follow-up # 1 ¿ (09/05/2014). The lay user/patient¿s meter has been returned on 08/11/2014 and evaluated by lifescan product analysis on 08/29/2014 with the following findings:the meter involved with this complaint failed testing. It was found that the paint had rubbed off the up arrow button. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging up arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.